Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an issue in which a connector became stuck inside the device and could not be removed. The patient was no longer using the device and had transitioned to multiple daily injections for unrelated reasons but reported the connector issue for documentation purposes. The patient was advised to contact customer support for further assistance. Multiple attempts were made to obtain the connector lot number for review; however, the patient could not be reached, and the lot number was not obtained. The case was subsequently closed due to unsuccessful follow-up. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.